Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the onyx injection, the apollo catheter developed a leak in the distal segment. A replacement catheter was used to complete the procedure, and there was no patient injury. The patient was undergoing surgery for treatment of arteriovenous malformation (avm).